Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to open red (can h), brown (-5v), green (+3.3v), and yellow (pgnd) wires in the trunk cable, causing the communication error. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).